Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode splatter. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer®ultratouch¿ push button blood collection sets with pre-attached holder, the device experienced blood splatter/leakage from the device. The following information was provided by the initial reporter. The customer stated: the team reports that a new vacutainer device for blood sampling has been in use for 3 months. The needle is retractable, but when the needle retracts, blood is projected onto the healthcare worker.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer®ultratouch¿ push button blood collection sets with pre-attached holder, the device experienced blood splatter/leakage from the device. The following information was provided by the initial reporter. The customer stated: the team reports that a new vacutainer device for blood sampling has been in use for 3 months. The needle is retractable, but when the needle retracts, blood is projected onto the healthcare worker.